Event description:
It was reported through clinic notes dated (B)(6) 2010 that the pt was doing well with only 2-3 seizures per week; however, 2 weeks ago, pt started having an increase in seizure frequency up to 1-2 per day. Clinic notes dated (B)(6) 2010 stated that the pt's seizures have improved since increase in keppra since the last visit. Follow up with the physician revealed that they are not sure about the increase in seizures as the pt has intractable seizures and therefore, it is hard to state if any increase is related to vns. They are not sure if the increase in seizures is above pre-vns baseline. They do not believe any external factors or medication changes might have contributed to the increase in seizures. The physician stated that the pt at this time, has increase in seizures on and off.